Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's system controller pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and was unable to duplicate the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device screen is white and will not get past it. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.